Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 52-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) for hemodynamic support. Following transfer to the intensive care unit, lactate dehydrogenase (ldh) resulted at 605, and pink-tinged urine was observed, raising concern for hemolysis. Mean arterial pressures (maps) were elevated into the 150s while the pump was operating at p-9. Echocardiographic evaluation demonstrated the device measuring 5.8 cm from the aortic valve annulus, and the device was retracted per interventional cardiology direction to 4.1 cm. The device inlet appeared free of subvalvular structures. Medical management was implemented to address elevated maps, including adjustment of pump support and antihypertensive therapy. The reported hemolysis is more plausibly related to the patient¿s underlying critical illness, elevated afterload, and hemodynamic factors requiring high pump support and hemolysis is a known risk described in the instructions for use for patients receiving impella support, particularly in the setting of high pump speeds and elevated systemic pressures.

Manufacturer narrative:
The impella device was discarded by the customer when it was removed and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Reviewed h6 medical device problem code and a new code was added since the initial report has been submitted.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Device in wrong position: the cause of the device in wrong position issue was not established as limited clinical information was provided. Hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined as no definitive related log abnormalities were observed, no product was returned and insufficient clinical information was provided on hemolysis and possible resolution.